Event description:
The vns treating neurologist reported that the patient had an infection at the generator site following the generator replacement on (B)(6) 2013. The patient was being treating with antibiotics and being watched with no plans for replacement at this time. The neurologist does not know what may have caused the infection. There was no indication from surgery of any device malfunction, and there was no dis-colorization on the generator/tray. There was no trauma or manipulation to the site noted .it is unknown to date if cultures were taken. The physician plans on re-evaluating the patient. Attempts for additional information have been unsuccessful to date.

Event description:
The neurologist saw the patient on (B)(6) 2013, and the neurologist reported that the patient's infection has completely resolved. It is unknown if cultures were taken, but the patient is doing well. No additional information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.